Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having some intermittent high impedances. It was only 20% or 25% of the lead contacts that were actually functioning. Lead fracture was suspected due to high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that lead fracture was not confirmed.

Event description:
A report was received that the patient was having some intermittent high impedances. It was only 20% or 25% of the lead contacts that were actually functioning. Lead fracture was suspected due to high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.